Event description:
It was reported that the customer received an occlusion alarm. Customer performed troubleshooting, and stated occlusion appears to be coming from the cartridge. No further information on the reported issue was provided.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental form will be submitted.